Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, and upon interrogation, the implantable cardiac monitor exhibited back up vvi operation after being exposed to electrocautery. After a firmware download, the device resumed normal function. The patient's condition was good post procedure.